Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on (B)(6) 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d5; g3; h2; h6. The following sections were corrected: h6 clinical. D4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Proposed component code ¿ mechanical (g04) stem. Citation: aguado-maestro, I.; valle-lópez, s.; simón-pérez, c.; frutos-reoyo, e.-j.; garcía-cepeda, I.; de blas-sanz, I.; sanz-peñas, a.-e.; diez-rodríguez, j.; mencía-gonzález, j.-p.; sanz-posadas, c. Clinical and functional outcomes of peri-implant fractures associated with short proximal femur nails: prevention strategies and key insights. J. Clin. Med. 2025, 14, 261. Https://doi.org/ 10.3390/jcm14010261.

Event description:
It was reported in a journal article that the patient experienced a periprosthetic fracture on an unknown date. Attempts have been made and no further information is available.